Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by singapore that during service and evaluation, it was determined that the bearing was not functioning and was defective on the battery handpiece device. It was further determined that the device was not able to operate. It was further determined during the pre-repair diagnostics assessment that the device failed for check for leakage, check of free moving, check function of all modes and for check response of on/off trigger. It was noted on the service order that the device was spoilt while in use with the lid device. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.